Manufacturer narrative:
Date of postoperative adjacent segment syndrome development is unknown. This report is for one (1) unknown vectra plate. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used to capture additional medical/surgical intervention required. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient underwent revision surgery on (B)(6) 2017 due to adjacent segment syndrome. Initial placement of hardware during an anterior cervical discectomy fusion was performed on (B)(6) 2009. The vectra plate and 4 screws were removed from c5 / c6 during the revision. All previously implanted hardwares were removed intact. The devices reportedly had performed as expected and fusion had occurred. A zero p spacer was inserted at c4 / c5. All available information has been reported. This report addresses the postoperative revision due to adjacent segment syndrome. The intraoperative issue of screwdriver breakage has been captured under linked complaint (B)(4). This report is for one (1) unknown vectra plate. This is report 1 of 2 for complaint (B)(4).